Manufacturer narrative:
(B)(4). This report is to correct data. In error, it was previously stated in section h6 and h10 that the cause of the reported event could not be established. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. No x-rays or medical notes provided. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 complaint reported with the item 166481(initiating complaint). The surgeon confirmed that the revision was due to a soft tissue problem, rupture of the medial collateral ligament which meant it had gross instability. It had nothing to do with the implant coming out. No product issue identified. The cause has been traced to non-device related factors.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on nov 21, 2019. Subsequently, a revision due to a stretched out collateral ligament, resulting from a trip and fall, was performed on feb 25, 2021. The surgeon confirmed that the revision was due to a soft tissue problem, rupture of the medial collateral ligament which meant it had gross instability. He also stated that it nothing to do with the implant coming out.

Event description:
It was reported that a patient underwent an initial knee arthroplasty. Subsequently, a revision was performed to treat stretched out collateral ligament resulting from a trip and fall. The surgeon stated that patient suffered from a soft tissue problem which resulted in rupture of the medial collateral ligament which meant that the implant become gross instability.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 complaint reported with the item 166481(initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) number: (B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded the product. Medical product: vang mono finned stm tib 63x8, catalog:166481, lot: 6287517. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee arthroplasty. Subsequently, a revision was performed to treat stretched out collateral ligament resulting from a trip and fall. Attempts have been made but no further information has been provided as yet.